Event description:
It was reported that there was cure of anterior and posterior prolapse in (B)(6) 2017 by double prosthesis promontofixation. The prostheses were fitted and tacked with tackers among others. It turned out that at the end of the surgery, the surgeon noticed that a tack transfixed the vagina. The surgeon made a covering coat. In post-operation the surgeon warned the patient that there will be an intervention in order to remove at least one, or even two staples which may cause pain, especially during intercourse. Indeed, the following year, the same surgeon removed two staples because of pain and erosion of the vaginal slice. The doctor will also perform a perineorrhaphy to tighten the perineum which will be too tight and then create straps at the entrance of the vagina. Over the next few years and until this day when the patient situation was not consolidated. The patient will have to undergo six other surgeries to try to remove as many prostheses and staples as possible, transfixing the tissues, creating erosions, scars with adhesions and pain of the dyspareunia type. It was noted the six other surgeries will be performed by three other surgeons. The current condition of the patient noted has having dyspareunia, tissue erosions, adhesions, depressive syndrome, sexual alteration and difficulty projecting of oneself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.